Event description:
Incoming information notes ¿sensing issue¿ and ¿noise non-physiologic/sic¿. It also notes the lead is ¿implanted-out of service¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).